Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) detected high right ventricular (rv) lead shocking impedance (sli) measurements of more than 125 ohms. Subsequently, the ICD was explanted due to normal battery depletion (nbd). The cause of the oor sli was not determined, and the rv lead and ICD were replaced. No additional adverse patient effects were reported.